Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm aortic bioprosthetic valve implanted in the mitral position, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as after sewing the valve in, the valve was too big, and may have affected the small outflow tract. It was further reported that the patient had very thickened chords caused by rheumatic disease. It was also reported that the barrel end of the sizer was used, and the replica end was not. The valve annulus was not felt to be between 2 different sizes, and the body surface area (bsa) chart was not used. Pledgets were used and the valve was resized after pledget placement. No additional adverse patient effects were reported.